Manufacturer narrative:
Our medical director contacted the customer on january 23, 2017 to discuss. The following information was shared: an ultrasound biopsy procedure was conducted on (B)(6) 2016 using the mammotome elite biopsy system device, with mep13 (13g probe) on a (B)(6) female with breast implants; indications were that the breast implants were likely beyond the typical life, as there was some evidence of preliminary implant failure prior to procedure; customer performs the ultrasound scans herself; customer, a longtime user of mammotome breast biopy devices, and expert in performing biopsy procedures, injected lidocaine for pain management cautiously under ultrasound guidance, which is standard practice for such procedures; customer inserted the 13g elite device and was confident she had not nicked the shell of the implant. The small nodules targeted for biopsy were not against the implants, but in the opposite direction of the implant shell. The device aperture bowl was pointed away from the implant at the time of sampling. Three 3 samples were successfully acquired and sent to pathology for analysis. Tissue was benign; post sampling, customer went to insert a marker clip (used to mark the biopsy site) and noted fluid tracking on the implant shell, not in the needle tract. Shortly afterwards (no time estimate given), the implant collapsed; customer stated that the implant was removed and sent to the manufacturer for analysis; customer requested the call with manufacturer medical director to raise awareness, as her opinion was that there is a potential design issue of the device that could result in implant failure; a letter of complaint was received from the patient by the customer on january 23, 2017 medical director did not provide any direct clinical recommendations. During discussions with customer, medical director did discuss the following: implant failure is a risk that is part and parcel with any breast biopsy procedure and any device, especially when the implant is older; during his tenure as medical director, he was not aware of any issues specifically related to the mammotome devices with implants nor any implications that the mammotome devices were a causal factor; medical director suggested that other ancillary actions within the breast biopsy procedure environment, such as mammographic compression, should be considered. At the time of this report, there has been no further information received regarding the breast implant analysis results from the implant manufacturer. Patient is recovering well. Also, at this time, it has not been confirmed that the use of our specific biopsy device was directly responsible for this event, however, it is unlikely given the location of the targeted and acquired tissue. It is more likely that the breast implants have met their expected lifetime, and thus should have been removed. However, pursuant to 21 cfr 803, and the potential for serious injury and follow up interventional treatment, we are submitting this medwatch report. Device not returned to manufacturer.

Event description:
The sales rep reported that the customer stated that she performed a successful us guided bx with the mammotome elite. She then stated that the implant ruptured after the procedure.

Event description:
The sales rep reported that the customer stated that she performed a successful us guided bx with the mammotome elite. She then stated that the implant ruptured after the procedure.